Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not formed correctly and there were scissored clips. Clips fell out of the jaws of the device and clips were projected from the device. Clips were not effectively holding tissue. Another like device was used to complete the procedure. There were no patient consequences. It is unknown if a cholangiogram was performed.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.